Manufacturer narrative:
(B)(4). Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Unit had cracked case (battery tube), cracked battery tube threads. Unit p-cap / test reservoir lock in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was dropped in water and cracked at back. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.